Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. A copious amount of blood was present in the hub of the device. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the proximal end of the balloon at the waist cone transition. The device failed to inflate to rbp. Product analysis confirmed the reported event, as there was pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, after inflation, the balloon ruptured. The device was removed and the procedure was completed with a different balloon. No patient complications were reported and patient status was good.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.